Manufacturer narrative:
H6:an investigation regarding this failure was performed. A device history record (DHR) review confirmed that the subject scope was shipped in accordance with specifications. The most probable cause when this bending tube defect occurs by access the scope with excessive force to the lower kidney calix and/or the ureter, while distal end is bent. The cause in this complaint is difficult to specify for we are not able to confirm the condition of a-rubber cut/exposed metal. The instructions for use state: do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. No device abnormality during the procedure was confirmed. No additional information has been obtained.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found that the bending section skeleton was broken. The device failed the leakage testing due to a hole on the bending section cover. The bending section cover glue was cracked. In addition, there were excessive broken fibers noted during the evaluation. The device was serviced and returned to the user facility.

Event description:
The user facility reported that the device have broken fibers (image defect). No additional information provided.